Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery hook instrument's tip was not aligned straight; it was bent to the side. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a segment of the cautery hook dislodged and sticking out from its intended position. Components adjacent to the dislodged wire do not show damage. The instrument failed an electrical continuity test. The instrument was found to have damage to the conductor wire's insulation at the yaw pulley. There was material missing, and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. Components adjacent to the damaged wire insulation show damage. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.